Manufacturer narrative:
D9, g3, g6, h2, h3, h4, h6, h10. The customer returned their glidescope core 15-inch monitor and their glidescope core smart cable to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and the core smart cable and no issues were found; the fault could not be reproduced. The units functioned as intended. The camera image quality test was performed on both devices and both passed. Both devices were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, after placing the blade into the patient's mouth the monitor went black. The respiratory therapist played with the connection and restored the image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.